Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The fse determined that the led is either getting too much or too little voltage. The customer was advised to swap the user interface (ui) cable to determine if that resolves the issue. If that does not, then the customer was advised to swap the power management board. The customer later reported that the issue was with the keypad and that the problem was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failure. There was no patient involvement.